Manufacturer narrative:
Ablation. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. It was noted that the carto was not involved in the adverse event. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Lasso navigational variable eco catheter, model #: d-1343-01-s, distributed ¿ acunav catheter, model #: m-5723-07. Non biosense webster, inc. ¿ st. Jude medical slo 8.5 french sheath, non biosense webster, inc. ¿ baylis medical transseptal needle. (B)(4).

Event description:
It was reported that a female patient, approximately (B)(6), underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis with pericardial drain. Toward the end of the procedure, after the left and right pulmonary veins were isolated, an effusion was detected. Pericardiocentesis yielded approximately 200-300 ml. Patient was transferred to the coronary care unit in stable condition. Patient required one additional day of hospitalization, as the pericardial drain was left in overnight. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that a small perforation of the left atrial appendage (laa) occurred during transseptal puncture. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath was a st. Jude medical sl0 8.5 french. Generator was set on 25 watts while ablating the posterior wall and 30 watts while ablating the anterior wall. Power was not titrated. Overall ablation time and last ablation cycle time at the site of injury were reported as ¿none¿, as the physician believed the site of injury to be the left atrial appendage. Irrigated catheter flow was set at 2 ml/min during mapping and 8 ml/min during